Event description:
I used fixodent from early 1978 to 2008. I have been experiencing numbness in hand and toes. I was diagnosed with neuropathy. Blood test taken in 2009 at 9:35, showed that I had low levels of zinc and high level of copper. My neuropathy is permanent and requires continued medical care and treatment. Event abated after use stopped: no.